Event description:
Additional information was obtained, revealing the fracture was confirmed via x-ray; then, once removed, the fracture was confirmed visually.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient had a fractured lead. As a result, the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.